Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
The customer contact reported a leak; subsequently, blood loss was reported. The pt was receiving an unspecified solution. After an unspecified length of time in use, leakage was noted from the tubing at the clave connection. An unspecified amount of blood loss was noted. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.